Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced high thresholds. Follow up with the patient clinic found no intervention was performed and the lead remained in use. No patient complications have been reported as a result of this event.